Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at the elective procedure to explant this device for normal battery depletion, interrogation produced a red screen which revealed several alerts. A boston scientific engineer discussed potential reasons for some of the errors and provided troubleshooting recommendations. The behavior is likely due to an extremely low battery; however, data download was requested. Several efforts to retrieve the data were unsuccessful and appropriate function of the electrode could not be confirmed. The electrode remains in service and the device was returned for evaluation. No adverse patient effects were reported.